Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. Ten minutes of manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.